Event description:
It was reported that the device charge pak and attention icons are illuminated. Physio-control evaluated the device and verified the reported issue. In addition, physio found that the device would lose power during testing. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was an internal hlc battery on the analog pcb assembly, designator bt2, which leaked and depleted the charge-pak assembly. It was also observed that a filter, designator fl10 has ionic residue which caused an electrical leakage on bt2.the customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that feild action number 3015876-02/08/2013-001c is relevant to this reported issue.